Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 518mg/dl and a large ketone level identified as dangerous. Contact believed that cause of elevated bg could have been related to a bad site. Additionally, customer had a virus and it was suspected that it could have contributed to the reported issue. However, the cause of elevated bg was not confirmed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released two days later with the issue resolved and no permanent damage.